Event description:
It is reported that the articular surface would not engage with baseplate.

Manufacturer narrative:
Evaluation summary: a visual inspection revealed damage to the inner dovetail lips, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Evaluation: nexgen cr articular surface was returned with the complaint for review. The device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected, and packaged to specifications.